Manufacturer narrative:
Product analysis reviewed a photo provided of the suspect tube set. Particulate was visualized within the photo. The product is unable to return for evaluation as it was discarded by the customer. Based on the limited information, we are unable to determine the root cause of the unknown particle. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.